Event description:
It was reported that the patient received inappropriate antitachycardia pacing for atrial fibrillation with rapid ventricular response. The device was reprogrammed and the patient was started on new medication to control the af. The patient was unaware of the therapies and was in stable condition following the event.